Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the event was confirmed during testing. The device was found to be affected by trigger assembly corrosion. Three devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. Four events had patient involvement; no patient impact.